Event description:
It was reported that prior to starting (post-anesthesia, no ports placed) a da vinci-assisted sliding hiatal hernia surgical procedure, arm 4 encountered error 23072 during setup. Technical support engineer (tse) instructed the customer to reposition z-axis of arm 4 in both directions and restart system both times. Fault persisted despite the actions. Surgeon decided to proceed with three arms only, arm 4 was disabled to proceed with surgery. Customer asked field service engineer (fse) to call back asap with and eta for repair, tse agreed to notify fse. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse went onsite and when removing the column top cover, the fse noticed one of the cable connectors jammed against the dual pot. That would have been the cause of the errors. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.